Event description:
It was reported during implant procedure that the left ventricular lead did not allow guidewire advancement. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. As received a complete lead was returned in one piece. Visual examination found the inner coil bent consistent with procedural damage. Due to the bent inner coil the guidewire could not be inserted all the way to the distal tip. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.